Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. A sample is not expected to be returned to the manufacturer. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure the illumination was poor. The surgeon was able to complete the procedure with poor illumination. At the end of the case the illumination completely shut off. The case was completed without harm to the pt.